Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy. They had multiple therapies for ventricular tachycardia (vt)/ ventricular fibrillation (vf) detections with intermittent undersensing noted on the right atrial (ra) lead. It appeared that the detections were inappropriate for the rhythms. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.